Event description:
Reportedly, noise sensing in the atrial channel (leading to inappropriate mode switch) was observed in the episodes recorded in device memories.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, noise sensing in the atrial channel leading to inappropriate fallback mode switch (algorithm to prevent high rate pacing in the ventricular channel in case of atrial arrhythmia) was observed in the episodes recorded in device memories.